Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: they used 2 ethilon suture only one needle broken during the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2021. H6 component code: g07002 - device not returned. H6 component code: c22- photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo analysis investigation summary upon visual inspection of the four pictures received it was observed an opened overwrap packet, three labeled winding formers and two needles, one of them broken at the tip of product code w745. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: 1. Please provide the reason that the procedure was converted to an open surgery? (Because they could not find the needle tip) 2. Was the procedure converted to open to search for the needle tip? (Yes) 3. What tissue or location that the needle was lost? (During mesh fixation on the cervix). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic sacro hysteropexy surgery on (B)(6) 2021 and suture was used. During the procedure, the needle tip was broken during mesh fixation on the cervix. X-rays were taken. The surgeon did not find the tip and the procedure was converted to open. The procedure was completed. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb5061 batch number, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? Yes x-ray were taken during the surgery and they converted it to open surgery. Was there any additional tissue damage as a result of searching for the needle piece? No additional tissue damage during the surgery. Are any plans in place to remove the needle piece in future? No, they informed the patient that a small part from the needle was broken during the surgery and the asked her to come back if she has any problem related to the surgery. What tissue structure the broken needle was lost? The needle tip was broken during mesh fixation on the cervix. What is the surgeon's opinion of consequences to the patient? The patient has been informed that a small part from the needle has been broken and they could not find it. He asked the patient to come back to the hospital if she has any problem. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, are there plans for removal of any remaining fragments? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will any product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/28/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. 47 yrs old female, canadian, 67 kgs, bmi=26. The diagnosis and indication for the index surgical procedure? Genitals prolapse. On what tissue was the suture used? Mesh attached to back of cervix /uterosacral bite using 2 ethilon stitch. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Continous. What instruments were used to grasp the needle? Lap needle holder. Where was the needle grasped during use? Near the needle attach point. What was the size of the broken needle fragment? Size of broken needle fragment 1mm. Were the needle piece(s) retrieved during the same procedure? The needle piece did not retrieve. Does the piece/device remain retained in the patient's tissue? Not found inside the abdomen cavity and not shown in x-ray image. If the piece(s) were retained, where are they located/in what structure? Inside abdominal cavity. If retained, are there plans for removal of any remaining fragments? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? He searched for the piece very careful, they did suction /irrigation many times and x-ray of the pelvis done , the decision made to convert it to laparotomy what is the patient's current status? Stable. Will any product be returned? If so, please provide the return date and tracking information no. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The additional information note stated ¿mesh attached to back of cervix /uretrosacral bite using 2 ethilon stitch¿ does the "2" refer to the number of stitches performed? Please confirm. Did only 1 needle break during the procedure?